Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 1/6/2023, it was reported by a sales representative via email that the tightrope abs from an ar-1588al-cp allograft graftlink kit, snapped during the final tensioning on the 14mm concave button for tibial fixation. Surgeon had a tibial whipstitch suture attached to the tightrope, which was used to pull tension while the soft tissue screw was inserted. Case was completed successfully without further issues. This was discovered during a procedure on (B)(6) 2023. Additional information received on 1/9/2023: this was discovered during an aclr procedure, and all the broken tightrope was removed from inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.